Event description:
Additional information from the healthcare provider stated the cause of the event was the representative made incorrect settings. It was stated, the representative made all settings both initial and changes.

Event description:
It was reported ¿it¿ failed and the patient needed a replacement. The patient experienced a loss of therapeutic effect and had no stimulation sensation. The patient received the device because she has interstitial cystitis and she noticed now what a difference having the device work made compared to know and she was having a real bad flare up the week of this report. It was reported everything was fine until (B)(6) but then she started feeling stimulation was hit or miss and then in (B)(6) she did not feel any stimulation even after going to higher settings. It was noted there were no known accidents or incidents related to the complaint. The patient saw a manufacturer representative at her doctor¿s office in (B)(6) and some diagnostic tests were run. The patient did not feel any stimulation and was told that ¿it was not working correctly,¿ but she was not provided with any additional information. The patient spoke with her healthcare provider (hcp) three weeks ago to review her options and she was told she could have her device removed and receive another system on the opposite side,she could try ¿alvera¿ and other medications, or she could do nothing. Additional information received four days later reported a manufacturer representative was seeing a patient in clinical and an impedance check showed all contact pairs with electrode 3 were greater than 4000 ohms. It was also reported the implantable neurostimulator (ins) was pushed up in the patient¿s pocket. In order for the patient to feel stimulation she had to get into a ¿weird position.¿ the patient denied any falls or trauma. It was noted the patient did daily whole body yoga exercise which she had always done. The patient was currently programmed 3+, 1-, 2. The manufacturer representative programmed around electrode three and the patient was able to get stimulation with the other electrodes in the desired area. The patient was instructed to call the manufacturer representative if she still had any problems. The patient was happy with the programming results but stated her battery still seemed ¿poked out instead of flat¿ in the pocket. Additional information received five days later reported no lead fractures were noted and the patient did not know at that time if she wanted to replace her system or not. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v087705, implanted: (B)(6) 2008, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).